Manufacturer narrative:
(B)(4). Date sent: 08/18/2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than the leak (malformed staples, staple line missing staples, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the most current patient health status and condition? Response: "I spoke to the surgeon today and the last two leaks including the latest one reported, occurred at 27 & 29 days post op, both were done by the fellow. Current patient is in hospital at sir charles gairdner hospital. Please correct if its not right- so the initial surgery was done in joondalup health campus and then due to post op leak patient admitted to sir charles gairdner hospital ? Yes correct. Was he admitted for re-operation? Unknown. How was the leak identified? Unknown. How was the leak addressed? Unknown. Was there any other issue noted with the staple line other than the leak (malformed staples, staple line missing staples, etc.)? Unknown how is the patient doing/ current patient health status and condition? Appears to be doing ok. Additional information received: the surgeon uses 2 gst60t reloads and 3 gst60g all with buttressing. There was no issue with the device or reloads intra-operatively. There were no issues with staple formation and no post-op bleeding. The surgeon continuously pulse fires and waits 5-7 seconds before firing as opposed to the 15 secs as recommended. It is unclear if the surgeon does a leak test. The leak seemed to be occurring at the top part of the staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a post-op leak. No further information available. Procedure: sleeve gastrectomy.